Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse informed the diabetes care manager that the customer passed away on (B)(6) 2015. No further information has been provided. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
Additional information is provided for type of reportable event. This information was not included with the initial medwatch report.